Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler. Photographic evidence was collected showing the damaged circuits. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, the ac compressor caused the tripping fault current circuit breakers (fi) and device shut off. There is no report of any patient injury.